Manufacturer narrative:
The sample has not returned for evaluation yet. Department secluded 34 units of affected product lots to be returned. Any additional information received from the customer will be included in a follow-up report. PMA/510(k): enforcement discretion.

Event description:
The customer reported that the 9025tru 1ml syringe 25g 5/8" when inserting into patient's arm, needle detaches from the syringe. Unknown patient harm reported as of now.